Event description:
Account reports receiving erratic results. The following patient example was provided, which occurred in 2008. Initial hcg resulted as negative. Sample repeated twice giving hcg results of 68 and 77 miu/ml. Initial result was reported. Patient not adversely affected. The field service rep determined the cause to be a problem with the positioning of the sample tubes in the racks, and recommended the customer use tube adaptors to help position and center the sample tubes in the racks. Performance tests were performed and within specification.